Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient underwent a trial procedure, however it was abandoned due to osteophytes preventing implantation of the lead.